Event description:
A pt reported blood glucose results of "7.5 mmol/l" with a lifescan meter and "5.2 mmol/l" on a lab device, performed within 10 minutes of each other. Petween the tests there was no intervention that would be expected to change the blood glucose. The meter is being replaced.